Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using an unknown reagent. At 9:16 am and 3:02 pm, customer tested by fingerstick on the meter and received a result of 5.0 inr for both tests. At 12:00 pm, the customer had a lab test and the result was 3.0 inr. The customer's therapeutic range is around 2.5 inr. Customer is not anemic and has no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no new medications, no diet changes and no bleeding or bruising. The customer currently has a cold. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue.